Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to loose drive support disk.

Event description:
Customer reported that the infusion set is squirting out the insulin during the manual prime. Nothing further was reported.